Event description:
It was reported four months post vena cava filter deployment; guided fluoroscopy demonstrated a detached filter limb and a filter limb penetrating the ivc wall. During retrieval a second filter limb became detached. The filter and two detached limbs were retrieved successfully. There is no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.